Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent 2-level tlif with 4.75 implant on an unknown date. On (B)(6) 2013, revision was performed "due to set screw". On (B)(6) 2014, revision was performed to extend fusion to iliac. On an unknown date post-op, the patient developed decubitus infection on the screw head of iliac. Removal of left iliac screw and irrigation was performed. According to the ref, no product problem reported on the connector and the rod.